Event description:
It was reported that during an unknown procedure, the device was damaged. After firing the device properly, it was impossible to put the jaws in neutral position. The device must have been removed from the patient with the trocar. A second stapler was used successfully. There were no adverse consequences for the patient.

Manufacturer narrative:
The lay user/patient's product(s) have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case failed testing for ecs cs level 2 high. A secondary issue was noted as complaint not confirmed. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Follow up # 2/supplemental report text- 12/10/2010: the lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Event description:
Writer spoke to the home care nurse who has cared for the hp since (B)(6) 2010. She stated that the peritonitis has been ongoing in this patient since the first time in (B)(6) 2010. The hp was hospitalized from (B)(6) 2010 and the effluent cultured positive for pseudomonas initially. After being treated in the hospital with vancomycin and other unknown antibiotics, the hp still cultured positive for (B)(6) and white cells in (B)(6) 2010. The patient returned home, but was again hospitalized for bacterial peritonitis in (B)(6) 2010, where he again cultured positive for (B)(6) and white cells. The medical professionals believe that the hp never fully recovered from the first bout of peritonitis in (B)(6) 2010. The hp has used pd2 1.5% and pd2 2.5% ultrabag since (B)(6) 2009 to date. The nurse did not have an opinion of the cause of peritonitis, or whether any baxter products were related.

Event description:
On (B)(6), 2010, the lay user/ patient contacted lifescan (lfs) france alleging that her onetouch ultraeasy (onetouch ultramini) meter was reading inaccurately high compared to her normal results and another device. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call to the patient. The patient reported that the alleged inaccuracy began on (B)(6), 2010. The patient informed the csr that she tests 4 to 5 times daily and manages her diabetes with insulin (sliding scale). The patient stated she adjusts the amount of insulin she took based on meter results obtained. On at least two different occasions the patient reported developing symptoms of feeling shaky, sweaty and seeing "flash lights"; symptoms she associated with a low glucose. The patient reported the first onset was on (B)(6), 2010 at 12:12am. The patient confirmed she tested her blood glucose at the time of the symptoms and obtained a result that did not correlate with her feelings (result not recalled). She claimed she ate something in response to the symptoms. On (B)(6), 2010 at 11:50am the patient claimed she obtained an alleged high result of "188 mg/dl" with the subject meter. In response to the reading she took 8 units of "rapid" acting insulin. The patient reportedly developed "hypoglycemic symptoms" shortly afterwards. The patient confirmed at the onset of symptoms she tested her blood glucose with the subject meter and obtained a result of "155 mg/dl." The patient reported that she felt better after she ate something. As a result of the alleged inaccurate results, the patient reported that she went to a pharmacy on (B)(6), 2010 to compare results. The patient claimed that she obtained blood glucose readings of "274 mg/dl" with the subject meter and "204 mg/dl" on another device (ot vita), performed within 1 minute of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30%. At the time of troubleshooting, the csr noted that the patient did not have control solution to test the reported products. Replacement items were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
The 510k # is k061118. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.